Event description:
The recipient presented for fitting on (B)(6)2023 where affected channels were seen. The child reported that about 1 month ago, sound from the left device got softer and continued getting softer until 1 week ago where she could no longer hear with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
The recipient presented for fitting on (B)(6) 2023 where affected channels were seen. The child reported that about 1 month ago, sound from the left device got softer and continued getting softer until 1 week ago where she could no longer hear with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient presented for fitting on (B)(6) 2023 where affected channels were seen. The child reported that about 1 month ago, sound from the left device got softer and continued getting softer until 1 week ago where she could no longer hear with the device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient presented for fitting on (B)(6) 2023 where affected channels were seen. The child reported that about 1 month ago, sound from the left device got softer and continued getting softer until 1 week ago where she could no longer hear with the device. Re-implantation is considered.